Event description:
The customer reported via phone call that she had a lost sensor alert. Customer's blood glucose was 107 mg/dl at the time of the incident. Customer's blood glucose was also reported as being over 600 mg/dl. Customer stated that she felt that the pump and the sensor were not working because her blood glucose went high and she had to go to the hospital due to diabetic ketoacidosis. Troubleshooting was performed and the customer was able to get communication restored. Customer was advised to change the sensor and return the old sensor for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.